Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a device change out procedure, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead remains implanted. The patient is fine.